Manufacturer narrative:
(B)(4). Insulin pump passed the sleep current test, active current test and self test. Pump failed to prime and rewind due to moisture damage on the motor flex connector and force sensor. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to rewind/prime anomaly. Successfully downloaded history files and traces using thus. Critical pump error alarm not confirmed. Moisture damage was also found on both sides of electrical board during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads, scratched case, missing display window cover, pillowing keypad overlay, keypad overlay texture damage and faded serial number label.

Event description:
Information received by medtronic indicated that the insulin pump had an open book image alarm. Customer stated that insulin pump got wet. No harm requiring medical intervention was reported. The device will be returned for analysis.